Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited undersensing and inconsistent sensing of r wave at lowest sensitivity settings. Chest x-ray was performed and no anomalies were noted on the lead. On (B)(6) 2019, the lead was explanted and replaced. No patient symptoms were reported and the patient was noted to be in stable condition post procedure.